Manufacturer narrative:
Concomitant medical products: product ID: 977d260 lot# va1sw3w028 serial# (B)(4). Implanted: explanted: product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient with an external implantable neurostimulator (ens). It was reported that a physician was implanting a trial lead using a straight stylet and then found the stylet to be bent after using it. No symptoms were reported. No further complications were reported.